Manufacturer narrative:
Additional information: (UDI), (method, results, conclusions) - the returned blocker was evaluated. No damage was observed and functional testing revealed no issues. The complaint cannot be confirmed a review of the manufacturing records did not identify any issues which would have contributed to this event. The labeling was reviewed and found to contain instructions regarding proper device usage.

Event description:
It was reported that the threads of two blockers were damaged during installation. They were removed and replaced with alternate blockers to complete the case. There were no reported patient impacts. This is report two of two for this event.

Manufacturer narrative:
(B)(6). Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference report number 3003853072-2019-00084.

Event description:
It was reported that the threads of two blockers were damaged during installation. They were removed and replaced with alternate blockers to complete the case. There were no reported patient impacts. This is report two of two for this event.